Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was black foreign matter in bd vacutainer® edta 2k tube. No report of injury or medical intervention.

Event description:
It was reported that there was black foreign matter in bd vacutainer® edta 2k tube. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded foreign matter within the tube of the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had initiated further investigation relating to this issue through a CAPA and potential causes were identified. As a result, corrective actions were established and implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for embedded foreign matter within the tube of the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation had identified the most likely root causes and corrective actions were implemented. CAPA #(B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that there was black foreign matter in bd vacutainer® edta 2k tube. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded foreign matter within the tube of the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had initiated further investigation relating to this issue through a CAPA and potential causes were identified. As a result, corrective actions were established and implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for embedded foreign matter within the tube of the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation had identified the most likely root causes and corrective actions were implemented. CAPA #(B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that there was black foreign matter in bd vacutainer® edta 2k tube. No report of injury or medical intervention.